Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulator worked great until they had their second surgery. Then it didn¿t help at all. The patient asked if there was anything they could do to help other than another surgery. Further information regarding the information about the surgeries and if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.